Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated they had trouble keeping their blood glucose down. Customer's blood glucose was over 500mg/dl, treated with injections. During high pressure test, the insulin pump had a no delivery. Customer stated high blood glucose in the morning was 404mg/dl, treated with injection. The customer's current blood glucose was 369mg/dl.